Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2015.

Event description:
It was reported that undersensing of the right atrial (ra) lead caused the patient to be inappropriately shocked. Lead is sensing appropriately and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.